Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required updated fields: d8, g3, g6, h2, h3, h4, h6, h11. Corrected fields: a2 - dob null, a2 - age units (patient), a4 - weight units (patient),a5 - ethnicity, a6 - race, b6 - relevant test/laboratory data and b7 - other relevant history changed ni to na. B5 - describe event or problem, there was no patient involvement d4 - unique device identifier (UDI) #, blank to na d4 - unique device identifier (UDI) #1, blank to na d6a - implant date null, blank to na d6b - explant date null, blank to na d9 - device available for evaluation, blank to yes d9 - date returned to mfg , blank to 4/21/2025 d10 - concomitant product null, blank to ni h6 - health effect - impact code, f27 . The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board failure and dust inside the product. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during set up / inspection for use (before patient in room). There was no patient involvement.

Event description:
It was reported that the subject device exhibited a no image issue during set up an inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.